Event description:
It was reported that when using the bd pyxis¿ es server all the new patients did not cross to pyxis from adt. The user confirmed that they could see the patients on es server but not at es devices. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier and serial number, device manufacture date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran a patient census query, which confirmed that the affected patient had been discharged explaining why the patient no longer appeared on the station. The tss then contacted the customer to verify the findings, and the customer acknowledged the explanation. The system functioned as intended when the technical support specialist investigated the device.